Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced and will be returned. The patient was doing well. Additional information was received that the explanted devices were returned.

Manufacturer narrative:
The returned scs-linear leads (sc-2218-50 sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation of lead migration was confirmed in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. The returned scs-linear leads (sc-2218-50 sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation of lead migration was confirmed in the field. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16733432.

Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The explanted devices will be returned. The patient was doing well.